Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The battery is not charging and the unit shut down during use. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to reproduce the customer¿s stated issue. The device was fully charged at the time of the evaluation. The logs did not reveal any major faults or alarms. It has been verified that both batteries have adequate amount of runtime. The unit passed all functional and safety tests to manufacturer specifications.